Manufacturer narrative:
Initial contact number (B)(6). The actual device was returned for evaluation with an undetermiend malfunction. Reliability engineering evaluated the device and observed that the motor power was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the air oscillator device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor power was too low on the device. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.